Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. The vessel morphology was reported to have severe calcification, no tortuosity and moderately diseased. The physician attempted to advance the stent graft and the device became kinked. The device was successfully removed from the pt without issue. Another MFR's balloon was inserted and inflated; however, during the inflation, the left iliac artery was ruptured. The physician elected to place an aneurx iliac limb to cover the perforated left iliac artery. The kinked device was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.